Event description:
The customer called philips because they found the rfu to show a cross sign. It was clarified that the therapy delivery test failed during opcheck. There was no report of patient involvement.